Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported via the implant patient registry that this 23mm sapien 3 ultra resilia aortic valve was explanted after 2 months due to significant pvl and shortness of breath that has significantly worsened since the tavr in november. Echo showed moderate to severe paravalvular regurgitation and transvalvular regurgitation. Under general anesthesia, the patient had redo avr and tavr explant. A surgical valve was implanted in replacement.